Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to fluid loss. A patient outcome was not reported.

Manufacturer narrative:
Corrected.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to fluid loss. A patient outcome was not reported.